Event description:
One endeavor rx drug-eluting stent was implanted at the mid rca and one endeavor rx drug-eluting stent was implanted, overlapping, at the distal rca (MFR report # 2953200-2009-01813). Patient was asymptomatic/free of symptoms at 30 day follow up and displayed silent ischemia at 6 month follow up. Stent thrombosis of the mid rca is reported to have occurred approximately 8 months following index procedure. Stenosis diameter was greater than 70%. An angiography was performed which showed thrombosis of a study stent. Investigator assessed the event as occlusive restenosis. A revascularization of the mid rca and of the distal rca was performed on the same day, as a result. One other brand stent was implanted at each lesion. Investigator indicated that the event was not related to the study stent. Patient was asymptomatic/free of symptoms at one year follow up.

Manufacturer narrative:
Stent thrombosis. Secondary intervention- revascularization.